Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to high pacing impedance and oversensing that inhibited rv pacing. The first replacement rv lead was placed but the pacing thresholds increased and an attempt to reposition was not successful due to patient anatomy and likely friction with existing leads. This rv lead was removed and another rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.